Event description:
The manufacturer received information alleging a ventilator was not delivering the set tidal volume. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen sensor board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported the device's oxygen sensor board was replaced. The device's sensor board was replaced.